Manufacturer narrative:
The fse evaluated the device while onsite and could not confirm or duplicate the reported problem. No parts were replaced to address the reported problem. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when turning on the device, it alarms primary alarm failed. The customer reported there was no patient involvement.